Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis pump was high riding in the scrotum and was difficult to inflate. The patient underwent surgery in order to reposition the pump; however, the physician observed pus when he made the incision, indicative of infection. Therefore, the device was removed and replaced with a malleable prosthesis. There were no further patient complications.